Manufacturer narrative:
The technician found that the brakes engage, but are loose on the foot end casters. He tightened the braking mechanisms on both foot casters to repair the bed. The bed is locked in place and working properly.

Event description:
Info received indicates the brake at the foot end of the bed doesn't hold.